Event description:
An impulse dynamics field representative was informed on (B)(6) 2025 that a patient implanted with an osm ipg had their device explanted two days prior. The device had been explanted due to a pocket infection the patient had developed. It was later discovered that the device was scrapped by the hospital and will thus not be available for evaluation. A review of the DHR was conducted and found no anomalies, including any in the sterilization records for the device.